Manufacturer narrative:
Correct handling and storage are important factors, which can help prevent glass breakage from occurring. The product should not be exposed to extreme temperatures. Thermal expansion and contractions weaken the glass and storage of glass tubes containing blood at or below 0 degrees celsius may result in tube breakage. The tube breakages were reported by customer; however, customer was unable to provide specifics on which tube was involved in the incident. The two barcodes reported by customer were (B)(4) (lot #2124077) and (B)(4) (lot #2003245). No physical sample was returned, only pictures were provided by customer. Two hundred retained samples from lot #2003245 were examined and no instances of damage were identified. Device history records were reviewed and no issue relating to the reported defect were identified. There are four other complaints for lot #2003245 for glass breakage from the same customer. Lot #2124077 is under investigation. The tubes in question were able to hold vacuum and draw blood correctly suggests that tubes must be intact initially. It is possible that the tubes were damaged after sample collection and prior to being de-capped. If stopper is not removed in the correct manner, tube breakage can occur.

Event description:
Upon removal of stopper and when pipetting was about to commence, the tube broke and a staff member sustained a cut on a finger. (B)(6) received a tetanus shot.